Manufacturer narrative:
Additional information: d9, h3, h6, h11. H11: the device was received for evaluation. Functional testing for the reported problem "failed upstream occlusion with multiple sets" could not be reproduced due to a system error. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was the ultrasonic sensor out of calibration. The ultrasonic sensor required to be calibrated to correct the reported problem. The device will be repaired and tested prior to release to ensure the device meets all specifications. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump failed upstream occlusion with multiple sets. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.